Event description:
It was reported that the procedure was to treat a mildly calcified de novo lesion in the mildly tortuous mid left anterior descending artery. Pre-dilatation was performed with a 1.5x15 mm mini trek dilatation catheter. A 3.0 x 38 mm rx xience prime stent delivery system was advanced and the stent was deployed; however, an edge dissection at the proximal end of the stent occurred. The dissection was treated with a 3.0x12mm xience v stent. There were no other device or procedural issues noted. There was no adverse patient sequelae and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.